Event description:
Event description boston scientific crm received information that during the implant procedure, the ventricular rate/sense connector would not fit into the header of this implantable cardioverter defibrillation (ICD) deep enough to make contact with the setscrew. After several attempts, the connector was lubricated with mineral oil and the connector was advanced. Available information suggests this device and ventricular defibrillation lead remain in service without additional complications.

Manufacturer narrative:
No additional information was provided. If additional information becomes available, or if the product is returned, this event will be reopened.